Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing on stored electrograms (egm) causing mode switch detection on multiple episodes. It was further reported that the right ventricular (rv) lead exhibited intermittent oversensing on stored electrograms (egm). The entire implantable pulse generator (ipg) system was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p) system. No patient complications have been reported as a result of this event.